Manufacturer narrative:
Reference number (B)(4). Catalog number is the international list number which is similar to us list number of 062918. The device involved in the event was not returned; therefore, a return sample evaluation is unable to be performed. Bezoar is a known complication of a peg- j tube placement. (B)(4). If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2019, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2020, the patient experienced abdominal pain and a phytobezoar was suspected. X-ray detected air and fecal mass. On (B)(6) 2020, phytobezoar was confirmed and the peg/j was removed.